Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the patient's right ventricular (rv) epicardial lead and right atrial (ra) epicardial lead showed high threshold and no capture, and high threshold with occasional non-capture and high ra lead impedance respectively. Temporary leads were substituted as the patient was pacing dependent. The rv and ra epicardial leads were explanted and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.